Event description:
It was reported that, "as we were drilling through the ap sizer, the drill broke".

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.